Event description:
The patient was receiving intrathecal dilaudid.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via product surveillance registry regarding a patient receiving intrathecal therapy. The patient reported opioid related side effects following pump implant. The patient was over-medicated due to both intrathecal opioid and use of fentanyl patch. The patient was instructed to discontinue the fentanyl patch. She reported feeling 'loopy' and not remembering the previous day on (B)(6) 2016. The patient discontinued the fentanyl patch on (B)(6) 2016, and the event resolved without sequelae on (B)(6) 2016. The clinical diagnosis was opioid related side effects. Etiology noted the event was related to the device or therapy and the drug. The drug action that caused the event was therapy initiation. The event was not related to the implant procedure. The programming date from most recent refill prior to event was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.